Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site, smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Manufacturer narrative:
One used sample returned for evaluation. Visual inspection found the wires near the distal tip had been deformed and the silicone was beginning to crack and expose the wire. Based on a scrap review, this type of defect has not been observed during manufacturing or assembly. Complaint history review did not find any other complaints of this nature. It appeared that the tips of the returned sample was crushed causing the wires to become permanently deformed which would stress the silicone causing it to crack. Simulation testing for this was carried out by using a tool to crush a sample and the wires deformed in a similar manner as the complaint sample. A review of manufacturing process found no instance where a device would incur this type of damage. This damage was visible to where it would easily be detected during inspection. The defect likely occurred during use, however unable to determine a definitive root cause.

Event description:
A report was receives stating that the device was in use for an unknown amount of time when the patient experienced discomfort from the tracheostomy tube. The device was replaced, and upon inspecting the removed tracheostomy tube, the device's internal wiring was observed exposed. No incident related medical sequela reported.